Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
It went down my throat my friend said the same thing. [Accidental device ingestion]. I was kind of chocking on it [choking sensation]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received double salt dental adhesive cream (poligrip cushion comfort) cream (batch number unk, expiry date unknown) for denture wearer. Co-suspect products included no therapy for an unknown indication. On an unknown date, the patient started poligrip cushion comfort and no therapy at an unknown dose and frequency. On an unknown date, an unknown time after starting poligrip cushion comfort, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: other:gsk medically significant) and choking sensation. The action taken with poligrip cushion comfort was unknown. The action taken with no therapy was unknown. On an unknown date, the outcome of the accidental device ingestion and choking sensation were unknown. It was unknown if the reporter considered the accidental device ingestion and choking sensation to be related to poligrip cushion comfort. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the case was reported by consumer via call center representative on (B)(6) 2021 and reported that"I have used poligrip for many years. I bought the cushion and comfort. I recommend it to a friend with new dentures. When I used it, it was like putting paste in my mouth. I could not use it. It went down my throat. My friend said the same thing. I wanted to call and complain about it. This stuff is awful. 2.2oz. Yes first time I used it. It spread everywhere. It oozed out of the dentures. I was kind of chocking on it. I tried it a couple weeks ago. Last time was 2 days after a couple weeks ago. For my dentures. No I did not need one."